Event description:
The customer reported the ventilator would not complete power on self test when turned on and alarmed vent inop. The customer reported the ventilator was being powered on and was not yet in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the cpu pcb to correct the reported problem. Factory failure analysis of the cpu pcb revealed a short isolated to a component. Occurrence of the component failure during operation may result in a vent inop occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. Performance verification testing was completed and tests passed to operating specifications.